Event description:
It was reported that patient underwent a replacement procedure of his inflatable penile prosthesis (ipp) due to unknown reasons. All components were explanted and replaced. Additional information was received. Patient experienced distal erosion of cylinders. No adverse patient effects.